Event description:
It was reported the programmer will not take new software. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer will not update new software, the system fan is noisy, and the ECG (electrocardiogram) connector on a printed circuit board assembly is loose. (B)(4).